Event description:
It was reported that the customer first started using the sensor and had a lot of problems. Customer stated that in the summer time, the sensor would not adhere to the skin. Customer has not used the sensor or pump since thanksgiving due to being ill. Customer stated that she was hospitalized but it was not diabetes related. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.